Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported "a red dot on device". The device was never implanted.

Event description:
Company representative reported "a red dot on device". The device was never implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight of the device within specification, crease fold, deformation and device appearance (red dot was not observed on device). After autoclave cycle observed: cloudy color in the gel. Based on the device analysis the final assessment is: no observed evidences on device or issues related with the complaint (foreign material).